Event description:
A malfunction was reported involving the customer¿s insulin pump.there was no adverse impact to the customer¿s blood glucose level. To address the issue, tandem technical support facilitated the replacement of the pump. The customer was instructed to use a backup insulin pump to maintain insulin delivery.